Event description:
Patient had 2 localization wires placed in breast by interventional radiologist. Taken to operating room and surgeon removed portion of breast tissue that included both wires. Only 1 wire was present in the specimen as noted by pathologist. This was not caught by surgeon. On (B)(6) 2015, patient reported an approximately 3 inch portion of wire came out of her breast. Believed to be one of the original 2 breast wires placed on (B)(6) 2015. Unable to locate other portion of breast wire as it was 18 cm in total length. Believe wire may have been sheared off or broke during surgery.